Event description:
It was reported that the customer had high blood glucose levels of 255 mg/dl. The customer reported that the blood glucose was high due to the threshold suspend activating on the insulin pump. The customer declined to troubleshoot the high blood glucose levels. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The device did communicate properly with glucose sensor simulator and minilink transmitter. The low suspend alarm feature was set up in the unit and work properly. No unexpected threshold suspend anomaly noted during our testing. No button error alarm observed. However, the device had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)